Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert, alert 07, was present in the pump history. There was no adverse impact to the customer's blood glucose level reported. The customer tried charging the pump by leaving the wall adapter plugged in for 30 minutes, but it did not resolve the issue. As there was no alternative charging cable available, a replacement tandem cable and wall adapter were sent via two-day shipping. In the meantime, the customer was advised to rely on multiple daily injections if the pump battery depleted before receiving the replacement supplies.